Event description:
The customer reported no image from digital visual interface signal port and serial digital interface output during inspection for use, involving an olympus video system center. There was no patient involvement

Manufacturer narrative:
B3 date of the event: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.